Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, when suture was used to suture the uterus, the doctor found that the hand feel was not correct after sewing several needles. After careful observation, the subjective judgment was that the needle was round and no needle tip was seen. Due to the unclear needle tip status before the operation, it was impossible to objectively determine whether the needle was broken or if there was a product defect. There was a risk that the broken needle might be left in the patient's body. Immediately stopped using the device and performed an abdominal x-ray. After fluoroscopy, it was not clear whether there was any needle tip left in the abdominal cavity. The patient was informed and the suture was replaced for suturing. Due to the replacement of suture and secondary suturing, there is secondary harm to the patient, prolonged recovery time, and increased risk of infection. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.the following information was requested but unavailable:what is the current status of the patient?was the needle piece(s) retrieved?what measures were implemented to retrieve the broken piece?was there any additional tissue damage resulting from the search for the needle piece?does a fragment of the needle remain in the patient¿s tissue?if so,is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal?in which tissue structure was the broken needle located?what is the surgeon¿s opinion of the potential consequences for the patient?was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify.could you tell me if there was a prescription for steroids or antibiotics for the patient¿s recovery? If yes, please provide medication name, route and dose.please provide the source or name of person providing answers to follow-up questions: